Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was found to be at an mol2 (middle-of-life) battery status while still in the box.